Event description:
Brachytherapy procedure on (B)(6) 2022. CT showed one of the needles bent at an angle that would correspond to a device malfunction. Operating room procedure was required to remove the device. Instructions for use were verified and confirmed that the device was used appropriately. FDA safety report ID # (B)(4).